Event description:
Subsequent to the initially filed report, the following information was received: the suture of the third prostyle device achieved hemostasis. Compression was applied for another five minutes without the guide wire as a precaution. Angiocontrol revealed via the suture had captured the back wall. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 4001 was removed. Health effect - impact code 4641 was removed.

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post procedure, the suture knots of the first and second prostyle devices were advanced; however, arterial flow was observed. Compression was applied for 15 minutes and protamine was given but arterial flow did not stop. A third prostyle device was deployed at the 12 o'clock position and arterial flow was noted to have practically stopped. Compression was applied for another five minutes without the guide wire. Angiocontrol revealed that the common femoral artery backwall was damaged/occluded. The suture of the third prostyle device captured the back wall. A vascular surgeon repaired the occlusion and the patient recovered fine. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.